Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor also, moisture damage was found at keypad traces. Unable to perform occlusion and excessive no delivery tests due to prime anomaly. All of the buttons are responding properly and no button error alarms noted. The operating currents are within specification. The insulin pump passed self test, a21 error test, displacement test and basic occlusion test. The insulin pump has cracked case at display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose for two days and was hospitalized with neuropathy of the leg. She explained that she was treating with the insulin pump but blood glucose remained over 400 mg/dl and her leg was swollen. The drive support cap is recessed. The customer did not find any air bubbles. She also reported that the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 190 mg/dl. Troubleshooting for high blood glucose was not completed due to the buttons not responding. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.